Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted with no complications.

Manufacturer narrative:
G3 - date received by manufacturer: g3 in the previous report should have been (B)(6) 2021 rather than (B)(6) 2021.

Manufacturer narrative:
The reported issue was not able to be confirmed. Analysis of the returned ipg found that the device met product requirement specification for heat generation during use and it had no other anomalous outputs during testing. The returned ipg exhibited normal device characteristics during analysis.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that patient experienced burning sensation at the implantable pulse generator site and spine area. A surgical intervention is anticipated in the near future. No additional information is available at this time.